Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-06. H6: investigation summary: a device history review was conducted for lot number 0063914. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the device submitted by the facility. Based on results from functional testing for high pressure use the only leakage that was observed occurred after the sealable septum became dislodged when pressures exceeded 320 psi and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked blood and medication from between the needle hub and high pressure tube. This occurred 3 separate times during use. The following information was provided by the initial reporter, translated from chinese to english: "just like the previous complaint on (B)(6), the same situation happened again. During the process of angiography, blood leakage of drug mixture occurred in the connection between the needle hub and the high pressure tube. The patient had a great opinion, which caused the contradiction between doctors and patients the 60-year-old patient complained of no other discomfort during the nmr examination, and no other injuries were found on the body, only blood oozed out at the junction. The follow-up cleaning treatment was only used to calm the patient's emotions. The family members were quite excited, and the visual blood loss was about 5ml"

Manufacturer narrative:
Date of birth: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii" closed IV catheter system leaked blood and medication from between the needle hub and high pressure tube. This occurred 3 separate times during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "just like the previous complaint on (B)(6), the same situation happened again. During the process of angiography, blood leakage of drug mixture occurred in the connection between the needle hub and the high pressure tube. The patient had a great opinion, which caused the contradiction between doctors and patients the (B)(6) patient complained of no other discomfort during the nmr examination, and no other injuries were found on the body, only blood oozed out at the junction. The follow-up cleaning treatment was only used to calm the patient's emotions. The family members were quite excited, and the visual blood loss was about 5ml".